Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was a pump motor stall. The hcp stated that the pump stalled about 2 hours ago while the patient was at home in their recliner. The pump had been alarming since then. The patient did not have magnetic resonance imaging (MRI) and there was no other known magnetic source that might have caused the motor stall. The agent reviewed the option to replace the pump as soon as medically possible. The agent also reviewed the option to program the pump to minimum rate mode if they planned to manage the patient with medication outside of the pump. The agent also advised that the pump should be sent back for analysis after explant.